Event description:
While using the rigid optical grasping forceps during a procedure, the device broke and a tooth detached from the device and fell into the patient. The tooth was retrieved from the patient with no patient harm.

Manufacturer narrative:
A visual inspection of the instrument confirms that the device has failed due to breakage of the right side of the jaw at the distal tip. The jaw was not returned with instrument. The balance of the instrument is in good physical condition with no signs of abuse or wear and tear. The failure of this instrument was likely caused by excessive force exerted by the customer during use. The damage site is consistent with that of previous returned instruments, which have been determined to be caused by the same circumstances.